Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for device check. Upon interrogation, the right atrial lead exhibited noise and low impedance. Pocket manipulation and tapping on the header area did not reproduce any noise. When the patient reached their arm across the chest, noise was seen. No intervention was performed. The patient would continue to be monitored.